Event description:
It was reported that two pacemaker mediated tachycardias were observed and three inappropriate shocks were delivered for atrial fibrillation. Programming changes were made and the issue was resolved. Device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.